Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the staples were present, but they were malformed.

Event description:
It was reported that during pre-clinical lab testing that while firing on the ilium on the blue setting tissue was about 2.4mm think and unformed staples were notice on the distal half, the outer most row on the left side of the cartridge. No patient involvement.